Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor is inaccurate by up to 200 points. He stated that the sugars have ranged from 40 mg/dl to 300 mg/dl in a matter of 15 minutes. He stated that he does get the predictive low alerts but that it takes too long. He stated that the insulin pump is defective because it looses contact with the sensors and does not capture his blood glucose readings. Nothing further was reported.